Event description:
It was reported that the patient had magnetic resonance imaging (MRI) performed and a pump motor stall occurred with recovery. The recovery was confirmed the day prior to the report. There were no patient symptoms. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was further reported that following a pump update to create a session report, the session report on the physician programmer included the logs but then the information was transferred using report link the report did not include the logs. The reporter attempted to transfer the logs multiple times with no success. There was no patient involvement. The medication delivered by the device system was unknown. It was later reported that the MRI was not device related although the reporter did not know why the MRI was ordered. Following the MRI the healthcare provider (hcp) wanted a printed copy of the logs that showed the pump had stalled and recovered, but the logs would not print. After troubleshooting the hcp realized that she "was not doing it right". This issue was use error.